Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers/manufacturers. The overall baseline gender/age/weight characteristics is male/19 years old/64 kg. The model represented in this report is a representative of possible models involved. Possible models could include the sprint fidelis models: 6930, 6931, 6948, 6949. There were two (2) lead part of a recall in reference to a product family of leads that are associated with the field action. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿comparison of complications and shocks in paediatric and young transvenous and subcutaneous implantable cardioverter-defibrillator patients.¿ netherlands heart journal. 2018; 26(12):612-619. Doi://10.1007/s12471-018-1186-1. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers/manufacturers. The article indicated that there were patients who received inappropriate shocks. There were also patients who experienced endocarditis and one (1) patient had a fistula. Other lead ¿complications¿ included: inadequate sensing, dislodgement, ¿dysfunction,¿ and recalled leads. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.